Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure; the bezel plate was also scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, there was a digital visual interface (dvi) connector failure. The issue occurred during reprocessing and there was no patient or procedural impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image was caused by the failure of the printed circuit board. The root cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.